Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2018 to assess the instrument test well images in question, and determined that those images were visually negative, consistent with the instrument result output of unexpected negative on (B)(4). The camera images were optimal and aligned. The event log showed no errors during processing, and the blood samples were acceptable based on color check images. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody screen when tested on a galileo echo instrument.